Manufacturer narrative:
Unk, unk, unk. This product is not marketed in the us. Device problem code: 1494 - off-label use, acd<3.0mm. Claim# 718286.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -18.00/2.5/068 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2020. The lens was removed and replaced on 26/nov/2020 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, residue on product. Visual inspection found haptic torn and with residue on lens. Claim# (B)(4).